Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Event description:
A registered nurse contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 3/5. The technical service representative (tsr) explained possible causes for the alarm. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 alarm. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation, the product code and lot number were not provided, and the home patient did not clearly report any type of use error that might have led to the issue. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.